Manufacturer narrative:
The sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.

Event description:
Customer reported being unable to test due to a "replace sensor" message received after 8 days of wearing the adc freestyle libre 2 sensor. Customer further reported she experienced unspecified symptoms of hypoglycemia and had contact with the healthcare provider. The customer was treated with glucagon injection and glucose solution. There was no report of death or permanent impairment associated with this event.